Event description:
Portex heat & moisture exchanger -ref#002840-, lot#172108 was found to have an air leak from side of the unit where the smaller top portion is attached to the larger lower portion. When manufactured, the two portions were not properly aligned when they were sealed together. This created an opening for air to escape from an otherwise airtight anesthesia circuit/delivery system. Undetected, this could result in hypoventilation of pts undergoing anesthesia; and the attendent risk of injury or death.